Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the device revealed that the tip was found bent. The appearance of the bend is consistent to damage that can be caused from interaction with another device, the patient's anatomy, or handling the device during the procedure. The optical cable did not return with the ffr comet pressure wire, a testing cable was used and connected to the bench top testing equipment. A device-to-device interaction test was performed, and the signal was not present as expected, when connected to the ffr link for signal verification. During testing with the ffr link, the signal strength led showed a yellow/orange light and the zeroed led showed a blinking red light, indicating that the wire was not working appropriately. The led lights for a properly working wire are green. Additionally, during functional testing, the modulation was checked but there was no modulation (0%) for this device. During microscopic testing, the sensor was found to be damaged. Based on the investigation of the returned device, the reported event of no pressure signal, which caused a procedure cancellation, can be confirmed. The damaged sensor could have contributed to the event.

Event description:
It was reported that the procedure was cancelled. Two fg comet ii us were selected for use. During procedure, no reading would come up with the two comet wires. The procedure was aborted. No complications were reported.

Event description:
It was reported that the procedure was cancelled. Two fg comet ii us were selected for use. During procedure, no reading would come up with the two comet wires. The procedure was aborted. No complications were reported.